Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection and erosion was not detected as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that on (B)(6) 2021, the patient started having symptoms of infection. A week after that, the infection was diagnosed by physician. It was also noted that the pump eroded and was visible trough scrotum skin. The physician explanted all the inflatable penile prosthesis (ipp) components and implanted a new tactra device. The patient was prescribed with antibiotics and is fully recovered.